Event description:
During index procedure, the physician used one in.pact amphirion paclitaxel-eluting pta balloon catheter for the treatment of the peroneal artery of the right leg. Device was successful; however it was reported that post dilation was required due to lesion recoil which also caused occlusion of the right sfa. One day post index procedure, the patient underwent a revascularization of the right sfa. Two non-medtronic stents and an admiral xtreme pta balloon catheter were used for treatment. The investigator assessed that the event was not related to the study device and highly probably related to the study procedure. The event was resolved. Approximately 1 month post index procedure the patient suffered re-occlusion of the peroneal artery and revascularization was performed with two admiral xtreme pta balloon catheters. It was reported that during revascularization a vessel perforation occurred which was treated with unknown brand poba. Investigator reported that the event was not related to the study device. Approximately 11 months post index procedure, the patient underwent a revascularization of the right sfa. An unknown brand pta balloon was used for treatment. The investigator assessed that the event was not related to the study device or the study procedure. The event was resolved. Approximately 22 months post index procedure, the patient was re-hospitalized due to occlusion of the peroneal artery. Pta using an in.pact amphirion paclitaxel-eluting pta balloon catheter was performed. During this revascularization, patient also received treatment to the posterior tibial artery with an amphirion deep pta balloon catheter followed by implantation of an unknown brand stent. Approximately 22 months post index procedure the patient underwent a revascularization of the right sfa. A pacific xtreme pta balloon catheter and a non-medtronic stent were used for treatment. Approximately 25 months post index procedure, two unknown brand des were implanted in the peroneal artery due to re-occlusion. Investigator reported that the event was not related to the study device. Approximately 25 months post index procedure, the patient underwent a revascularization of the right sfa. Pta and stenting were performed with unknown brand devices. The investigator assessed that the event was not related to the study device or the study procedure. The event was resolved. Re-occlusion of all the lower limb arteries (ata, atp, peroneal) of the right leg was reported to have occurred approximately 25.5 months post index procedure. Patient was treated with medication. Investigator reported that the event was not related to the study device. Approximately 36 months post index procedure, the patient underwent a revascularization of the right sfa. A non-medtronic stent was used for treatment. The investigator assessed that the event was not related to the study device or the study procedure. The event was resolved. On the same date approximately 36 months post index procedure, the patient underwent a revascularization of the right posterior tibial artery. An in.pact amphirion paclitaxel-eluting pta balloon catheter was used for treatment. The investigator assessed that the event was not related to the study device or the study procedure. The event was resolved.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (occlusion). Conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Manufacturer narrative:
Inherent risk of procedure (reocclusion necessitating surgical intervention). Inherent risk of procedure (reocclusion necessitating surgical intervention) (B)(4).

Event description:
Approximately 51 months post index procedure it is reported the patient suffered pad of right posterior tibial artery. Patient underwent a target vessel revascularization using a non-medtronic pta balloon.

Manufacturer narrative:
(B)(4).

Event description:
Date when previously reported target vessel revascularization, which occurred approximately 51 months post index procedure, was received by medtronic is corrected. Approx 5 months later it was reported that the previously reported target vessel revascularization (which occurred approximately 51 months post index procedure) was due to restenosis.